Event description:
It was reported that the colonovideoscope appeared to be blocked by debris, the issue was found during a diagnostic colonoscopy. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.